Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvt4b8, (imp,tsv,4.1,8,mtx,mg) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. DHR review was completed for the subject lot number 1229258. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1229258 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced allergic reaction at implant tooth site #24. Therefore, the implant was removed.